Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. The reported event was unknown; however, a reload the set 201 was identified during a review of the event history log. Internal and external inspection was performed and no issues were noted. The device received functional and electrical testing and no issues were noted. A short simulated therapy was successfully performed. The cause of the condition was determined to be the membrane gasket. To correct the condition, the membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: phone number - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice machine had an unknown failure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.